Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ syringe sterile, single use had a twisted barrel tip with a hole and a deformed luer. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
A single 5ml assembled syringe sample from unknown batch # was received and evaluated. The barrel was found to have damage to its tip and in two locations near the barrel roof on the edge with the barrel wall. The damage on the barrel appeared to form an opening (a hole) in the barrel at one of the locations near the roof. Small scratches were observed on the surface of the barrel and on 1ml print markings leading to the second barrel roof damage location, but no hole was observed. Based on the sample evaluation it is likely the defect occurred during the part transfer between the print and the assembly processes. Due to unknown batch #, it is not known when and on what machine the defect occurred and whether there were any contributing factors that led to the defect¿s incidence. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Batch # is required to determine if any corrective actions were taken at the time the batch was manufactured and if any new corrective actions are necessary. No actions are required at this time.

Event description:
It was reported that a bd luer-lok syringe sterile, single use had a twisted barrel tip with a hole and a deformed luer. There was no report of exposure, serious injury, or medical intervention.